Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 extended offset. Concomitant medical products: item# 00877503601 bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 lot# 2582557, item# 00877501036 bioloxâ® delta ceramic taper liner, size ii / 36 i.d. For use with 52 mm o.d. Size ii shell lot# 2601626, item# 00875705202 shell with multi holes porous 52 mm o.d. Size ii for use with ii liners lot# 61321977. Foreign source: (B)(6).

Event description:
It was reported that patient experienced calcar rounding/stress shielding in greater torchanter 7 years post initial implantation. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. The review indicated that there was anatomic alignment of the left hip arthroplasty with development of stress shielding and mild calcar rounding on images of 2018. Moderate stess shielding was observed on gruen zones 1, 8 and 14. Mild calcar rounding was observed in gruen zone 7. No other anomalies were noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.